Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a procedure, the suture was detached from the instrument once the nurse opened it to give it to the surgeon in the operation room. Product was not used on a patient.